Manufacturer narrative:
The customer's calibration data was ok. The investigation discovered the customer's qc was low and out of range. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered the teflon coating of the ise sipper probe was worn. He replaced the ise sipper probe. He performed ise checks and precision testing for verification. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2020, the customer replaced the analyzer's sample probe. The customer performed qc and precision testing with acceptable results. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. On (B)(6) 2020, the patient's initial na result was 164 mmol/l, and the patient's repeat result was 144 mmol/l. The customer determined the repeat result was correct. The na electrode lot number was f01 with an expiration date requested but not provided.